Event description:
Reportedly, on (B)(6) 2026, during the implantation procedure, the atrial was placed at the appendage and dislodged twice. After connecting the vega r52 lead to the pacemaker, fluoroscopic imaging confirmed that the vega r52 lead had become dislodged. The physician finally took the decision to use a new vega lead.